Manufacturer narrative:
Subject device was disposed.

Event description:
It was reported that during balloon dilation of the right internal cerebral artery with the subject balloon catheter, there was vessel dissection. A stent was deployed and a second balloon dilation was performed. The event was resolved without adverse consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during balloon dilation of the right internal cerebral artery with the subject balloon catheter, there was vessel dissection. A stent was deployed and a second balloon dilation was performed. The event was resolved without adverse consequences to the patient.

Event description:
It was reported that during balloon dilation of the right internal cerebral artery with the subject balloon catheter, there was vessel dissection. A stent was deployed and a second balloon dilation was performed. The event was resolved without adverse consequences to the patient.